Event description:
Reason: pain & squeaking.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. No patient demographics were provided. No additional event information was provided. Series of x-rays show that femoral head is off center superiolaterally as compared to acetabular cup center on two separate occasions ((B)(4) 2011 and (B)(4) 2013), indicating that poly insert was no longer separating the head and cup appropriately on these two dates. The existing acetabular cup was used in the first revision, which was implanted with an approximate shell abduction angle of 57 degrees, as compared to a target of 40 ¿ 45 degrees per the pinnacle surgical technique. Post-op x-ray dated (B)(6) 2013 indicates a possible reduction of the shell abduction angle after the last revision, but cannot be definitively determined using these images. Darker areas on medial and lateral sides of femoral stem may indicate loss of bone density over time. Root cause of recurrent liner disassociation cannot be definitively determined by this x-ray evaluation. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. No patient demographics were provided. Medical records were received and reviewed. It was stated in the (B)(6) 2011 operative note during a liner exchange that the cup was more open than ideal. Series of x-rays show that femoral head is off center superiolaterally as compared to acetabular cup center on two separate occasions ( (B)(6) 2011 and (B)(6) 2013), indicating that poly insert was no longer separating the head and cup appropriately on these two dates. The existing acetabular cup was used in the first revision, which was implanted with an approximate shell abduction angle of 57 degrees, as compared to a target of 40 ¿ 45 degrees per the pinnacle surgical technique. Post-op x-ray dated (B)(6) 2013 indicates a possible reduction of the shell abduction angle after the last revision, but cannot be definitively determined using these images. Darker areas on medial and lateral sides of femoral stem may indicate loss of bone density over time. Root cause of recurrent liner disassociation cannot be definitively determined by this x-ray evaluation. Based on the inability to determine root cause, the need for corrective action has not been indicated.